Event description:
The customer said they received intermittent questionably low results for glucose, bicarbonate liquid, total bilirubin special and total protein gen.2. Only the glucose result was discrepant and reported outside the laboratory. The customer repeated the tests and received results that they considered "valid". The initial glucose result was 5 mg/dl. The result was questioned by the nurse. The sample was repeated on their blood gas analyzer and the result was 119 mg/dl. There was no adverse affect to the patient from this event. Customer did not provide reagent lot numbers. The field service representative determined the cause of the event was sample probe alignment. He adjusted the sample probe, the rack position at sampling and the cell wash water dispense. He then performed quality control and precision checks on all affected reagent and all results were within specification.